Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, high capture threshold was noted on rv lead. The lead was repositioned. Patient did not experience any adverse consequences.